Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombosis. And possible embolism. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the left atrium; however, a small thin floating structure was observed on the close clip arm, which was suspected to be thrombosis. The activated clotting time (act) was between 280-290 seconds. Movement of the cds was stopped. Approximately 2-4 minutes later, the floating structure could not been anymore. It is unknown if the thrombus disappeared (embolized) or dissolved. The procedure continued and the clip was successfully deployed. Three clips were implanted, reducing mr to less than 1. There were no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. The reported patient effects of embolism and thrombosis as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the definitive cause for the reported thrombus that can likely resulting embolism cannot be determined. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.